Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The most likely cause is patient factors, including coronary artery disease and hyperlipidemia.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a thv clinical trial patient with a 25mm 3000tfx aortic valve implanted eight (8) years, three (3) months, underwent valve-in-valve procedure due to moderate-severe aortic stenosis and moderate aortic regurgitation. Patient presented with increased shortness of breath/dyspnea on exertion, fatigue, and dizziness over the last six (6) months. Tavr was performed with a 26mm edwards transcatheter valve. Patient did well there was no complications. Patient was stable and left cath lab awake.

Event description:
It was reported a thv clinical trial patient with a 25mm 3000tfx aortic valve implanted eight (8) years, three (3) months, underwent valve-in-valve procedure due to severe aortic stenosis and moderate aortic regurgitation with thickened leaflets and restricted leaflet motion. Patient presented with increased shortness of breath/dyspnea on exertion, fatigue, and dizziness over the last six (6) months. Tavr was performed with a 26mm edwards transcatheter valve. Patient did well there was no complications. Patient was stable and left cath lab awake.